Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of the device returned for analysis a conclusive cause for the reported suture detachment could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a prostar device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a suture break occurred with the prostar device. The sutures of two proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.